Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to fields g1: MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the customer had a broken fiber that for which a replacement was needed. Additional information indicated there was no physical break of the fiber, it was just defective. Not further information was provided. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break.

Event description:
It was reported that the customer had a broken fiber that for which a replacement was needed. Not further information was provided. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.